Manufacturer narrative:
Received one used 011-cs25 check valve for inspection. No defects or anomalies noted. The check valve was attempted to prime. The cracking pressure failed product specifications. The reported complaint can be confirmed. The probable cause is due to a vendor related issue. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved a check valve with male/female luer lock where it was reported that the valve is working during rinsing using a syringe, but during the administration of products by gravity, the valve remains closed, and the product does not pass. The device was connected to the patient at the time of the event. The patient health¿s condition did not change, and no one was harmed. There were no visible signs of defects, malfunction or problems with the device prior to use. There was a delay due to the time for changing the administration set.